Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) imha34, (certain ep healing abutment 3.4mm(d) x 3.8mm(p) x 4mm(h)) for evaluation. Visual evaluation and a functional test were performed, the returned abutment has signs of use and was identified as reported. The abutment's screw threads were damaged from use. Therefore, the abutment did not seat as intended during a functional test with an in-house implant. Device history record (DHR) review was completed for the subject lot number 1190410. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1190410 for similar events and other relevant complaint(s) were identified. Review completed utilizing keywords: dental : fit : does not seat. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The abutments threading was damaged from use. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the healing abutments are not seating correctly on the implant. The procedure was concluded with the placement of other abutments with no impact on the patient's health.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D10: concomitant medical products: imha34, certain¿ ep¿ healing abutment 3.4mm(d) x 3.8mm(p) x 4mm(h), 1190410. Imha34, certain¿ ep¿ healing abutment 3.4mm(d) x 3.8mm(p) x 4mm(h), 1190410. D10: therapy date: unknown / not provided.